Manufacturer narrative:
This report is being sent as follow-up no. 1 to update d4 section, h4 section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation. Without a lot number, the device history record cannot be reviewed. It is likely that the component connection between the sheath and locator was impaired. The complaint can be confirmed for the reported issue of sheath and locator connection. Without a sample, a definitive root cause assessment was unable to be made.

Manufacturer narrative:
B3: date of event: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional radiologist h4: device manufacture date: unknown due to unknown lot number the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that once the hydrophilic guidewire was in the femoral artery, the sheath system and the angio-seal locator was introduced until blood flows through the drip hole. The sheath and the locator clicked together to function as a set to pass the skin and the outside of the artery. If the sheath and the locator do not engage with this click, when force was applied to pass the skin together, the system becomes disengaged, making it impossible for the system to function. This issue only happened with angio-seal 6fr. The patient was not harmed. Additional information was received on 16 jan 2024: reported that the sheath and locator do not click together. Additional information was received on 1/17/2024: the incident happened during attempt to use.